Manufacturer narrative:
Concomitant medical products: product ID 9538, patient activator. This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/(B)(6). Since no device ID was provided, it is unknown if this event has been previously reported. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "maintaining accurate long-term sensing ability despite significant size reduction of implantable cardiac monitors." Pace pacing and clinical electrophysiology. 2016;39(12):1344-1350.

Event description:
A journal article was reviewed that contained information regarding implantable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were two (2) patients with reported pain at the implant site; one of which lasted a few hours, and one that lasted two weeks. There was undersensing seen (due to ¿suboptimal positioning¿), a detection issue (device declared at, but was actually af), and two (2) patients stated there was a ¿lack of success in diagnostics.¿ there were six (6) patient who had mild/moderate paresthesia. Two (2) patients had issues with having a magnetic resonance imaging (MRI) testing; the health care professional postponed or denied the MRI testing due to the ¿uncertainty¿ of the device and its location. The status of the icms is unknown. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.